Event description:
The customer reported the system displayed a voltage fault associated with arcing. This is likely to result in a system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service representative provided phone support to the customer. It was reported the customer would repair the system and therefore the service call was canceled.